Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection, as well as a direct correlation to heartmate 3 lvas, serial number (B)(4), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. No further complaints are available. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing and quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas IFU lists localized, driveline, pump pocket or pseudo pocket infection, and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are also provided in the patient care and management section of this IFU and in various sections of the patient handbook. No further information was provided. The manufacturer is closing this event.

Event description:
The patient reported increased drainage at the exit site while at the outpatient clinic. The patient did not have any pain, fever, or chills. The driveline was swabbed on (B)(6) 2020 and grew staph aureus. The patient met with infectious disease on (B)(6) 2020 and started on 10 days of cefazolin as an outpatient.